Manufacturer narrative:
This product was originally reported in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time.

Event description:
During the surgery, it was found that the stem inserter and the stem were difficult to assemble stably. According to surgeon, the threads on the inserter¿s screw was stripped. And there has an interspace between those instruments when assembling them. There are no surgical delay was reported. No adverse consequences to the patient were reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return and additional information was unsuccessful. A complaint database search on the provided product code found similar reports which were attributed to misuse based on cross-threading. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.